Event description:
It was reported that, this right ventricular (rv) lead was explanted and replaced due to an insulation defect that led into noisy signals oversensing and inappropriate shock. No additional adverse patient effects were reported.